Manufacturer narrative:
23-may-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer called and stated that while brushing the head of the brush head suddenly broke off in her mouth and she had the plastic part with the brush in her mouth; this was the second one where the brush head broke off. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called and stated that while brushing the head of the brush head suddenly broke off in her mouth and she had the plastic part with the brush in her mouth; this was the second one where the brush head broke off. No injury was reported.